Event description:
It was reported that a bd pyxis medstation es system override option was not accessible for 5 to 10 minutes, when user tried to pull medication. The customer stated that they had to destock the medication to obtain some for the nurse and 5 minutes later they were able to access patient and pull medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 16-oct-2022 to 15- oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system's override option was not accessible. The technical support specialist checked the device's access, communication, stock and application logs and found no issue. The system functioned as intended after being assessed by the technical support specialist.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the issue could not be reproduced. A technical support specialist checked the device's access, communication, stock and application logs and found no issue, the reported malfunction appeared to be an isolated issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system override option was not accessible for 5 to 10 minutes, when user tried to pull medication. The customer stated that they had to destock the medication to obtain some for the nurse and 5 minutes later they were able to access patient and pull medication. There were no adverse events or injuries reported based on this event.